Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum refixation the nitinol wire loop broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45l serial/batch number (B)(6) was received for investigation. No functional testing was performed for this device due to the broken nitinol wire. Visual evaluation found that the nitinol wire was broken at the triangular tip and pulled out of the device. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.